Manufacturer narrative:
(B)(6). This report is for an unknown locking screw/unknown lot. Complainant part is not expected to be returned for manufacturer review/investigation, as all devices were given to the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a fractured femur on an unknown date with a trochanteric fixation nail-short and helical blade. The patient returned to the surgeon on an unknown date, complaining of hip pain. A revision was scheduled for (B)(6) 2016, and the patient was revised to a total hip replacement. The hip replacement surgery was immediately following the removal of the synthes products. During the removal of the hardware, the distal screwhead became stripped, and broke off. The screwhead fragment was retrieved with a twenty (20) minute surgical delay. The revision surgery was successfully completed; the patient was reportedly stable. This screw is one of the three (3) devices removed at revision. The revision surgery for removal of tfn nail, helical blade and distal screw due to pain are captured on linked complaint (B)(4). The broken distal screwhead and surgical delay occurring during the removal are captured on this report. This report is for an unknown locking screw. This is report 1 of 1 for (B)(4).